Event description:
Legal claim received. It is alleged that the patient suffers from severe inflammation, pain, tissue and bone loss, metal hypersensitivity, tissue death, and infection. Update litigation alleged the asr hip implant was explanted and replaced due to chronic and severe pain, severe inflammation, tissue and bone loss, metal hypersensitivity, tissue death and infection. The patients infection was reportedly treated with an antibiotic cement spacer.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim received. It is alleged that the patient suffers from severe inflammation, pain, tissue and bone loss, metal hypersensitivity, tissue death, and infection. Update: (B)(4) 2013, litigation alleged the asr hip implant was explanted and replaced due to chronic and severe pain, severe inflammation, tissue and bone loss, metal hypersensitivity, tissue death and infection. The patients infection was reportedly treated with an antibiotic cement spacer. Update: (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Event description:
Legal claim received. It is alleged that the patient suffers from severe inflammation, pain, tissue and bone loss, metal hypersensitivity, tissue death, and infection.

Manufacturer narrative:
Depuy still considers this investigation closed.